Event description:
It was reported that the patient¿s implantable neurostimulator (ins) once was ¿hard to find¿ but now was more shallow and that they could feel it. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. Product ID: 3889-28, lot# va0agsr, implanted: (B)(6) 2013, product type: lead. (B)(4).